Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided culture results, the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. Additional information added to the following fields: b3, b5. H3, h4, h6 corrected fields: h6 (replace previously submitted problem code) the lm reviewed the customer provided the cds processes and there were no obvious deviations from instructions for use (IFU). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024 sampling from: all channels cfu: >100 cfu bacterial identification: bacillaceae sampling date: (B)(6) 2024 sampling from: tip of the channel cfu: 1 cfu bacterial identification: micrococcaceae the device was then reprocessed and a new sampling was conducted: sampling date: (B)(6) 2024 sampling from: all channels cfu: <1cfu bacterial identification: n/a. The device was then evaluated and it was discovered that there was a gap between the acoustic lens and ultrasound probe as well as foreign objects in the channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the contamination, a definitive root cause could not be determined. It is likely, the recovered contamination could be attributable to incorrect storage and or handling of the medical device due to the recovery of only environmental organisms. The possibility that foreign material contributed to the finding of bacteria can also not be denied. Therefore, there is a possibility that reprocessing was insufficient. In regards to the discovered foreign material and gap between the acoustic lens and ultrasound probe, the cause of the events could not be determined. The following chapters from the instructions for use pertains to this event: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope tested positive for 11 colony forming units (cfus) of revivable microorganisms from the distal end and 1 cfu of revivable microorganisms from the water channel.